Manufacturer narrative:
Findings: insulin pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify critical pump error (open book image) alarm due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Insulin pump received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer's blood glucose was 125 mg/dl at the time of incident. The insulin pump will not be returned for analysis.